Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had occlusion issue with pitocin was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer was facing issues with running pitocin while running 2, 4 and 6 milliunits. It keeps saying occluded until the nurses get up over 8. There was patient involvement, but the outcome is unknown. The customer later clarified that their complaint was intended to be an email sent out when the issue happens so that they can save the tubing and packaging that they may be running the product through. No further information was provided.